Manufacturer narrative:
(B)(4). UDI: (B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient had a revision surgery eleven years after initial tha due to elevated metal ions, and feeling of instability. Surgeon notes corrosion and altr. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877703604 biolox® option, head 2859580, item #: unknown unknown stem lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04239 stem.

Event description:
Legal report alleges patient underwent a tha and subsequently was revised eleven years later for unknown reasons. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records indicate that the patient underwent a revision procedure due to elevated metal ions and instability. During the procedure, yellow cloudy fluid was observed. Stained tissues were present with mild inflammation. Upon removal of the head, there was corrosion on the head's taper and the stem. Small yellow colored plastic fragments were noted between the poly and metal cup. The head, liner, and locking ring were removed and replaced with new zimmer biomet products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a revision surgery eleven years after initial tha due to elevated metal ions, and feeling of instability. Operative report notes yellow cloudy fluid present, not black tissue encountered. Stained tissues present with mild inflammation. Head was removed noting trunionosis and corrosion of the head and stem. Small yellow colored plastic fragments noted between poly and metal cup. Fragment was sent to pathology and it "appears to be some form of plastic foreign body." Attempts were made to obtain additional information; however, none was available.